Manufacturer narrative:
Approximate age of device ¿ 2 years and 8 months. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient received a pump exchange from hmii to hm3 on (B)(6) 2018. Additional information was requested, but was not provided.

Event description:
Additional information: it was reported that the patient had pump exchange from hmii to hm3 for suspected pump thrombosis. Lactate dehydrogenase (ldh) was 1021 u/l. Patient was placed on heparin infusion on admission date of onset (B)(6) 2018. Patient reported no urine changes or any other symptoms prior to exchange. Patient¿s anticoagulation prior to exchange was already on aggrenox and asa along with coumadin. Patient received a pump exchange from hmii to hm3 on (B)(6) 2018 and has been discharged to home. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Investigation conclusion: thrombus could not be confirmed through this investigation as heartmate ii lvas, serial number (B)(4), was not returned for evaluation. Furthermore, a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not be conclusively determined through this evaluation. Per communication with the vad coordinator, the explanted heartmate ii lvas, serial number (B)(4), was retained by the hospital at this time. This investigation will be reopened if the pump is returned at a later date. The hmii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion the report of suspected thrombus could not be confirmed through the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6). Furthermore, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively established. (B)(6) was returned assembled with the driveline severed approximately 0.5 inches from the nipple of the pump housing. The distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, inflow conduit flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft had been severed approximately 1 inches from its hardware and was returned detached from the outlet elbow. The remainder of the graft material was not returned. The sealed outflow graft bend relief was not returned; however, the sealed outflow bend relief collar was returned. The device appeared to have been exposed to a fixative agent prior to being returned to abbott for evaluation. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. The returned portion of the driveline was evaluated and tested. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.